Event description:
The tps sagittal saw was returned without complaint after the customer received their own back from repair. When evaluated by a MFR¿s service tech, it was found to overheat.

Manufacturer narrative:
Upon eval, corrosion was discovered on the bearings. Corrosion can lead to increased friction between rotating components, which can result in heat being generated.